Event description:
It was reported that the shock lead impedance was measuring out-of-range at 130 ohms. Technical services discussed performing commanded shocks to evaluate the system. At this time the cardiac resynchronization therapy defibrillator system remains in service and no adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance was measuring out-of-range at 130 ohms. Technical services discussed performing commanded shocks to evaluate the system. At this time the cardiac resynchronization therapy defibrillator system remains in service and no adverse patient effects were reported. It was additionally reported that the highest shock impedance value in the past six months was 140 ohms in march and the lowest was 124 ohms the previous november. The impedance had gradually risen over the past year. The physician was considering device replacement.